Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the first firing of sigmoidectomy, the surgeon felt the jaws opened wider than usual. He/she clamped the tissue, however, as he/she got worried about a trouble might happen, he/she stopped using the faulty device. Replaced by a new cartridge and the firing was completed. No patient harm.